Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The transport ring was replaced and made secure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800's transport ring came off of the system causing a mechanical hazard. There was no adverse patient involvement reported. There wa sno patient information reported.